Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient reported going through a court house metal detector on (B)(6) 2017 and the ins was on. The patient stated that they felt burning under their ins and the ins site appeared "purplish-brownish colored like a bruise." No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient has severe burning at the stimulator site that wraps around their abdomen. The patient first noticed after going through a metal detector. The patient ordered a MRI to rule out nerve impingement causing the patient's pain. There was topical cream ordered to ease the pain. If they cannot fill the order or if it does not work, they will order pump pocket injection. If the MRI does not reveal any cause for pain and topicals and/or injections do not work the patient may need a revision. No further complications were reported.